Event description:
The customer stated the paramedics were called to his home due to a low blood glucose reading of 23 mg/dl. The customer stated he had high blood glucose readings all night and he treated several times with the insulin pump. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.